Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/25/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was received: we got this info from the sales-rep: qty to be returned: 1=> 0 ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? No further information is available. Procedure name? No further information is available. (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the loop broke. No adverse patient consequences were reported. Additional information was requested.